Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: without the actual product, analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml. Flow rate: 10ml/hr. Procedure: total knee replacement revision, right. Cathplace: femoral nerve. It was reported that after the pump was attached to the pt, the bolus button was depressed and it stuck. The bolus was tapped and the button popped back up. When the button was depressed again, it stuck again. The pump was removed and a new pump was given to the pt. The orange indicator was at the top position. No adverse event reported. Date of event: (B)(6) 2011.